Event description:
Cortical screws broke post op. Two broken screws in dhs plate. Surgeon had no specific problems during implantation. Report #1 of 2 for the same event.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn at this time.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. All features that could be measured met specifications. Examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Values are in compliance with ao asif specifications. No product fault could be detected. The information given did not provide sufficient evidence for an exact determination of the failure reason.